Event description:
Vague event information was received from the biomed. The biomed reported an overinfusion but no specific pt event details were provided. There was no report of pt harm or medical intervention. Although requested, no additional pt or event details were provided.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.